Event description:
Pt alleges experiencing problems with implants; including, anxiety about the safety of them since about 1992. She also states she has seen several drs. Over the past few years. Dr alleges bilateral leakage and capsulation.